Event description:
In 2008, the pt underwent a scheduled outpatient radio frequency ablation. The 2 hour procedure was uneventful. At the conclusion of procedure, a grounding pad was removed from pt's left hip. A red/blistered area -2in x 3in- with white center was noted on a portion of the skin that had been underneath the grounding pad -7.5in x 4.5in-. Silvadene cream and a dry sterile dressing were ordered and applied to the burn site. The burn area was subsequently assessed five days later and appeared to be healing without complications. Grounding pad applied by experienced cardiovascular tech. Pad applied on the usual area on the pt's body. Grounding pad product within its expiration date.